Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was saline implant 'rupture.' This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a saline implant "rupture" on an unknown side. Device has been explanted. The manufacturer of the device is unknown.